Event description:
It was reported that pump displayed cartridge change error and customer was unable to successfully load cartridge despite following on-screen instructions. There was no adverse impact to the customer¿s blood glucose level. Customer removed cartridge, inspected o-ring and pneumatic area, cleaned pump as instructed, and attempted to reload cartridge, then worked with technical support to fill and load a new cartridge; because error persisted after trying a second cartridge with proper technique, pump was scheduled for replacement.